Manufacturer narrative:
Correction/removal reporting number = 3002809144-06/22/20-005-c. A product correction letter was issued on 19jun2020 to all customers with installed alinity ci- series scm notifying them of the two quality control functionality issues. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their alinity ci- series to software version 3.2.0 and provides customers with necessary actions required to mitigate the issues until the mandatory upgrade is completed.

Event description:
The customer reported that when they updated assay files through abbottlink on the alinity ci- series system control module (scm), they found that the data point on the levey- jennings chart for the corresponding assays would only appear as a black dot regardless if it is a 2-sd, 3-sd, or outside 3-sd, when they would normally display as yellow or red dots, or a line. The customer reported that the quality control (qc) page did not have the sd related flags displayed. The customer attempted to re-verify the data point using the westgard rule, change the sd value in the qc configuration, but the color was not restored. There was no patient involvement and no reported impact to patient management.